Event description:
Our affiliate has reported to us that during an arthroscopic elbow procedure with the use of an fms duo pump for fluid management there were some issues which lead to the patient's elbow becoming inflated to the point that the surgeon went to an open procedure to complete the repair. It appears that the "day set tubing chamber" became over filled; this was immediately replaced, and after approximately 8 minutes into use the "inflow" suddenly increased approximately to a reading of 200 on the units console, as reported by the surgeon, at which point the pt's elbow swelled considerably. The pump was powered off and the surgeon went open for the conclusion. Post-operatively, the surgeon states that there were no patient complications; no compartment syndrome, no further issues. The pump was sent to a service center for evaluation; the service center could not duplicate the reported device behavior, nor could they find anything wrong with the device in general. The pump has been returned to the user facility. Also see associated mdrs 1221934-2012-00191, 1221934-2012-00192, 1221934-2012-00193 and 1221934-2012-00194.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st faze of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good condition. The 2nd portion of the examination was the functional and electrical testing: a battery of tests was performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; they could not duplicate the complaint device's reported behavior; no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.